Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt was trying to program their ins and they kept getting a message to scan the back of the communicator. During the call the pt removed the back cover of the handset and read the serial number. The pt was able to connect to their settings. The troubleshooting steps that were taken on the call resolved the issue. Pt stated when they lay on their back they feel an increase in stimulation. Pt described as hot. Agent reviewed information. Pt will follow up with the managing healthcare provider (hcp) as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.